Manufacturer narrative:
The limited information available indicates that a revision procedure occurred. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; PMA/510(k) number - unknown; manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-01523 and 07172).

Event description:
Legal counsel for the patient alleges that patient underwent a left total hip arthroplasty on (B)(6) 2003. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates patient right total hip arthroplasty was performed on an unknown date and revision performed on (B)(6) 2012 due to pain and loose cup. Review of invoice history could not confirm surgeries or dates. Additional information received in patient medical records indicates patient left hip revision performed on (B)(6) 2013 was due to pain and elevated metal ion levels. Additional information received in patient medical records noted that on an unknown date patient¿s blood was tested.